Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left circumflex artery. A 2.8x16mm rx graftmaster covered stent failed to cross due to anatomy. Another rx graftmaster was used to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left circumflex artery. A 2.8x16mm rx graftmaster covered stent failed to cross due to anatomy. Another rx graftmaster was used to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. Subsequent to the initially filed MDR report, the account confirms that the balloon teared and there was stent strut damage due to the many crossing trials in the calcified and extremely tortuous vessel.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported split, cut, torn material was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and material deformation appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported split, cut, torn material. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.